Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed abnormal and unstable pacing threshold on the right ventricular (rv) lead. The rv lead was explanted and replaced. There were no patient consequences.